Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. The customer's doctor took her off the insulin pump and placed her on a backup plan of insulin shots. Customer's blood glucose level was 508 mg/dl. Sometimes she had a hard time balancing, a symptom due to her hernia that cause her high blood glucose levels. The customer also had allergic reactions and irritable stomach pains due to her hernia. She treated her high blood glucose level with the insulin pump and shots. The insulin pump alarmed motor error. The insulin pump was exposed to a CT scan. The customer's blood glucose level dropped to 30 mg/dl and after drinking some juice it went up to 327 mg/dl. The device was not returned.